Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump excessively alarmed no delivery during the bolus procedure. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 235 mg/dl. No significant events leading to the alarm or keypad issues were observed. Customer was unable to troubleshoot at the time of the call. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm was noted. The insulin pump was received with intermittent button response due to flattened button dome switch. The insulin pump was also received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.